Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on analysis completed on 05-dec-2018. It was reported that crossing difficulties were encountered. The 79% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery. Predilation was performed twice using a 2.0x15mm non-bsc balloon catheter. A 3.00 x 28mm synergy ii drug-eluting stent was advanced but failed to cross due to angulation. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage. Device evaluated by MFR: synergy ous mr 3.00 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.